Event description:
Report received of an overdelivery. It was reported that the pt was on a drip of demerol 100mg in 100ml of normal saline. The customer contact states that the drip was infusing at 10ml/hour, and was supposed to last for 10 hours, but was completed in 7.5 to 8 hours. According to the customer contact, there was no reported adverse pt event or harm. The customer contact reported that the pump was switched out and the therapy continued without incident. There were no reported interventions that needed to be done with the pt. Though requested, there was no further info available.